Event description:
Catheter placed on incorrect size guide wire. When wire removed from the catheter the radiopaque catheter tip separated from the body of the catheter. This all happened on the sterile back table and had no effect on the pt or the procedure.